Manufacturer narrative:
The device was returned for analysis. The occ cable, tip, device shaft, and sensor port were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that the shaft was detached in to two sections with numerous kinks throughout the body of the wire. The tip was bent. The shaft was detached 33cm proximal of the tip. The appearance of the separated ends indicate that the shaft was kinked prior to detachment. Device analysis was conducted by inspecting the sensor by viewing the sensor port to verify that the sensor was in the correct location. The sensor appeared to be inside the sensor housing detached from the fiber optic cable with body fluids in the sensor housing. The wire was gently shaken to see if the sensor would move within the sensor housing and the sensor did move which verifies the sensor was detached from the fiber optic. The wire end showed no damage.

Event description:
Reportable based on device analysis on 22-nov-2022. It was reported that no pressure signal during procedure occurred. The comet ii pressure guidewire was selected for a heart catheterization procedure. During the procedure, the guidewire zeroed but the signal was lost part way through. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a shaft detachment.